Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the returned sample was covered with contaminations, no optical deviations on the optic could be found. The iol passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. Manufacturing records were reviewed and showed no deviations or non-conformities. Diopter measurement records were verified and shown to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) of the right optic which was explanted in a secondary procedure due to patient experiencing symptoms of halos and glare. An alcon ma60ac 16.5 lens was implanted. Patient noted to be doing better with lens replacement of a monofocal lens. The patient now uses reading glasses and is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). Placeholder.